Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This manufacturer report pertains to first of three flexiva 200 laser fibers that were used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that three flexiva 200 laser fibers were used during a ureteroscopy with holmium laser lithotripsy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that all three fibers broke during use. The procedure was completed with a fourth flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a follow-up report will be submitted.